Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and a sudden jump to high out of range impedance measurements over 2000 ohms, which caused the lead safety switch to activate unipolar mode. Technical services (ts) was consulted and reviewed stored episodes. This ra lead remains in service. No adverse patient effects were reported. At a later date, the patient underwent a procedure to explant and replace the ra lead, but their anatomy was occluded so no replacement was performed and the procedure was postponed to be performed at a later date. This ra lead remains in service. No additional adverse patient effects were reported. At a later date, this ra lead was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and a sudden jump to high out of range impedance measurements over 2000 ohms, which caused the lead safety switch to activate unipolar mode. Technical services (ts) was consulted and reviewed stored episodes. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: bsc aware date.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and a sudden jump to high out of range impedance measurements over 2000 ohms, which caused the lead safety switch to activate unipolar mode. Technical services (ts) was consulted and reviewed stored episodes. This ra lead remains in service. No adverse patient effects were reported. At a later date, the patient underwent a procedure to explant and replace the ra lead, but their anatomy was occluded so no replacement was performed and the procedure was postponed to be performed at a later date. This ra lead remains in service. No additional adverse patient effects were reported. At a later date, this ra lead was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and a sudden jump to high out of range impedance measurements over 2000 ohms, which caused the lead safety switch to activate unipolar mode. Technical services (ts) was consulted and reviewed stored episodes. This ra lead remains in service. No adverse patient effects were reported. At a later date, the patient underwent a procedure to explant and replace the ra lead, but their anatomy was occluded so no replacement was performed and the procedure was postponed to be performed at a later date. This ra lead remains in service. No additional adverse patient effects were reported.